Manufacturer narrative:
Continuation of medical devices: product ID 8781, lot# 0216271149 , implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-jul-2020, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient who was receiving lioresal with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the system never worked to control symptoms. It was also reported that there was a catheter infection. It was reported that the patient experienced general discomfort and no fever after implant. A pump study showed no signs of device dysfunctions. A blood and cerebrospinal fluid (csf)culture was taken at the site of the catheter tip which showed infection with e. Coli. It was noted that e. Coli do not live on the skin so not probable that the infection is a result of the surgery but hard to tell where it originates from. It was reported that on (B)(6) 2018 device interrogation was completed, there were no specified results. On (B)(6) 2018 a catheter access port (cap) contrast study was completed, there were no specified results. Itwas reported that laboratory testing was completed on (B)(6) 2018 with the results being the identification of e.coli. It was reported that the system was explanted (B)(6) 2018 and that the device was disposed of according to biohazard instructions. It was reported that the event resulted in a prolongation of existing hospitalization. It was reported that the event was possibly related to the implant procedure. It was reported that the issue resolved without sequelae on (B)(6) 2018. No further complications were reported and/or anticipated. The patient¿s medical history included strumpell lorrain syndrome.